Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is for the 1st flexnav delivery system, fnav-ds-sm, 8404696, is being reported for serious injury due to entanglement with valve. It was reported that on (B)(6) 2022, a 25mm portico valve (18771173) was chosen for implant for a transcatheter aortic valve replacement using a flexnav delivery system (8404696). The patient had a raphe type 1 bicuspid valve, and the raphe between the right coronary cusp and the non-coronary cusp was extremely calcified. The left ventricular outflow tract (lvot) was also smaller than the annulus. The patient had a very enlarged sinus, sinotubular junction (stj), and ascending aorta. The aortic annulus had a perimeter of 72mm. When the valve was deployed, the starting implant depth was 3mm on each side. The valve was re-sheathed more than two times, and the physician is aware of the instructions for use (IFU) warning against this. When the valve was released, the final implant depth was 3mm on each side. The valve did not expand due to the patient's unusual anatomy, and there was a perivalvular leak. The valve was very constrained, and the nose cone of the delivery system was leaning towards the outer curvature of the valve. When trying to remove the delivery system, the nose cone got caught on the valve, and the valve migrated up. The valve was not snared, and the patient remained stable at time of valve migration. A second 25mm portico valve (19047229) was chosen for a valve-in-valve procedure, using a second flexnav delivery system (8404696). When the second valve was deployed, the starting implant depth was 4mm on each side. There was no tension in the delivery system at the time of final deployment. The valve was re-sheathed more than two times, and the physician is aware of the IFU warning against this. When the second valve was released, the final implant depth was 4mm on each side. The second valve was also very constrained and had a perivalvular leak, and the raphe was pushing onto the device. A post-dilatation was performed multiple times, and the second 25mm portico valve migrated as well due to the post-dilatations. The second valve was not snared, and the patient remained stable at time of second valve migration. Neither migrated valve blocked a coronary artery or arteries. A third 25mm portico valve (19188503) was then successfully implanted using a third flexnav delivery system (8404696). The aortic gradient following the procedure was less than 10mmhg. Following the procedure, the patient went into rapid atrial fibrillation but was in stable condition overall. On (B)(6) 2022, the patient developed a complete heart block and passed away. Related manufacturer reference number: 2135147-2022-01065-00, related manufacturer reference number: 2135147-2022-01066-00.

Manufacturer narrative:
An event of the nose cone hitting the valve, causing it to migrate was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated the nose cone was "leaning towards the outer curvature" after the valve was deployed, which could have contributed to it hitting the valve during removal. There is no indication of a product quality issue with regards to manufacture, design, or labeling.